Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed intermittent leaks of wash solution from the cartridge chemistry (cc) sample probe caused by a loose waste valve connection. The fse replaced the loose waste valve connection (cable solenoid) and the smart module to ensure that there was no damage that would affect further use. The fse also noticed spitting from the cc sample probe and proceeded to replace the syringe pump drive and tubing to resolve the issue. The fse then noticed the deionized water fill valve was leaking due to shavings from the recent instrument install and replaced the fill valve to resolve the issue; the fse noted that this issue was unrelated to the initial leak reported by the customer. The fse determined that the primary failure mode is attributed to a loose cc sample probe waste valve connection. Waste valve connection (cable solenoid). (B)(4).

Event description:
The customer reported a cartridge chemistry (cc) sample probe leak involving a unicel dxc 860i synchron access clinical system. The customer stated that approximately 2-3 ml of fluid leaked onto the cuvette carousel cover. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.